Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. Troubleshooting by animas customer support was completed with the following results: the reporter denied damage to the pump and denied damage to the battery cap. The reporter confirmed the battery cap secured to the pump as per the instructions for use. The reporter denied moisture in the pump. The no power issue reportedly occurred during or immediately after a battery change. The reporter confirmed that batteries from a new pack did not power up the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2019 with the following findings: during investigation, the battery compartment is cracked. The battery cap was not returned with the pump. A test cap was used for testing purposes. Test battery cap attaches securely to pump. Pump fails to power on. Unable to perform steps 8-13, 21 and 35 due to no power..there was corrosion in battery compartment. Pump leaks at battery compartment. Pump opened; moisture damage found on pcb. No power to pump due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.